Event description:
It was reported that the power switch on an irc5po2v concentrator has no alarms. Also, the 4-way valve is not shifting properly, relief valve goes off and the pilot valve, o-rings, wire ties and hose clamp were replaced.